Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2019-00099, 3005168196-2019-00100.

Event description:
The patient was undergoing a thrombectomy procedure accessing the m1 segment of the middle cerebral artery (mca) through the femoral artery using a penumbra system ace 68 reperfusion catheter (ace68), a penumbra system 3max reperfusion catheter (3maxc) and a neuron max 6f 088 long sheath (neuron max). It should be noted that the patient¿s anatomy was tortuous. During the procedure, the neuron max became kinked while advancing into the aortic arch, which caused the ace68 to stretch and the 3maxc to break off inside the patient. It was reported that at least 8-10 cm of the distal tip of the 3maxc was broken off inside the patient. The neuron max, ace68, and the broken 3maxc were therefore removed. The broken piece of the 3maxc, as well as the blood clot, were aspirated using a penumbra engine (engine) and a new ace68 and the procedure was ended. There was no report of an adverse effect to the patient.